Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope was freezing automatically during the procedure and that the images were fuzzy during a colonoscopy performed with an olympus colonovideoscope, however, the procedure was completed using the same device. There were no reports of patient injury.